Event description:
The clinician reports that the day the implant was placed in ada 9, failure occurred upon insertion. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.